Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n120274022, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-aug-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient and healthcare professional (hcp), via a manufacturer representative (rep), regarding the patient receiving lioresal (unknown dose and concentration) via an implantable pump for intractable spasticity. Information received reported the patient had an acute increase in tone and was quickly placed on or schedule for revision. There were no known environmental, external, or patient factors that may have led to or contributed to the issue. There were no known troubleshooting or diagnostics performed. The spinal segment of the catheter was revised on (B)(6) 2018. The issue was resolved at the time of this report. Additional information received from a consumer reported that beginning in 2018 the patient began having problems with spasticity control. The patient's dose of baclofen was 991.4 mcg/day. On (B)(6) 2018, the patient had a pump refill and the volume removed from the pump was more than expected. The patient's spasticity was moderately controlled. There were concerns that the patient was receiving a sub-therapeutic dose of baclofen. It was recommended that a ¿dye study¿ would be discussed with hcp at the next pump refill. On (B)(6) 2018, the patient was evaluated for pump refill and for a second consecutive refill volumes removed from the pump were more than expected. Orders were placed for x-rays to evaluate catheter continuity secondary to concerns of receiving sub-therapeutic dose. A ¿dye study¿ was scheduled for (B)(6) 2018. The findings of the study included contrast dye extravasation in the lumbar spine superiorly along a tissue plane on the lateral view and pluming of the dye pattern in the intrathecal space as the reason for problems with spasticity control. The patient followed up for pump refill on (B)(6) 2018 and the same dose of 41.3 mcg/hr of baclofen with a 24-hour dose of 991.4 mcg/day. For the third consecutive refill, volumes removed from the pump were more than expected. It was determined that the pump catheter was leaking baclofen and it would be necessary for an infusion catheter revision and the patient was referred to hcp in neurosurgery. Surgery for infusion pump catheter revision was scheduled for (B)(6) 2018. Secondary to the malfunctioning of the itb catheter, on (B)(6) 2018, the patient presented to the (B)(6) outpatient surgery for replacement of the intrathecal catheter connection to the distal catheter of the intrathecal baclofen pump. The leaking hole in the existing catheter was identified approximately 1 cm deep to the dorsal fascia was identified upon entry into the lumbar fascia. A bolus was programmed through the pump and noted good flow from the pump segment. The catheter was connected to the pump. The dose of baclofen was decreased by 100 mcg/ml to 891.4 mg/day.